Event description:
When the lab tech went to retrieve a drainage bag of pleural fluid, and the bag was leaking, as it is difficult to properly close. The pleural fluids that the lab techs are handling are frequently infectious, and this opens staff up to being exposed to a multitude of diseases and problems. We have attempted to mitigate the leaking fluids by placing the bags in biohazard bags, and placing that in a basin, but it does not stop the fact that the bags themselves still have a leak problem.